Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed at the simultaneously. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Advancing the trigger twice. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the first anchor deployed and the second anchor deployed with it. Both were removed from the patient. It is unknown if there was a backup device available or if there was a delay.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is bent, t2 and the suture show no abnormalities. The actuator is in its t2 post deployment position indicating multiple trigger advancements. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.